Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that review of episodes showed patient received inappropriate atp and high voltage therapy. It was noted the device is at eri and the patient is a hospice patient. Device remains implanted and patient will be monitored.